Event description:
The customer reported having a bent cannula, but the insulin pump did not alarm no delivery. The blood glucose reading was 70mg/dl. Verify that the customer wore the infusion set for two hours. Troubleshooting was not performed as customer did not have a tubing clamp available. Advised the customer to call back when she can continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.